Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was to be used to treat a stenosis in the lower bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician used the advancer to push the bile duct stent to the lesion site for deployment. However, the guide catheter fractured. The fractured delivery system was subsequently removed with forceps, and another naviflex rx delivery system was used to successfully complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1. Initial reporter facility name:(B)(6) university; added here as it exceeded the number of character limit. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a naviflex delivery system was received for analysis. Visual inspection noticed the guide catheter was detached and kinked. No other damages were noticed on the returned device product analysis confirmed the reported event of guide catheter break. The investigation concluded that the reported event and the additional observed device damage were most likely due to procedural factors encountered during use. The tortuosity of the procedure or the physician technique likely made the device not able to deploy the stent, which consequently made the physician use more force to deploy the stent and by this manipulation, the guide catheter ended up getting kinked and later the guide catheter wouldn't hold this pressure getting detached. The device could have had difficulties to advance in the anatomy due to the kink seen on the guide catheter. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital; added here as it exceeded the number of character limit. Imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was to be used to treat a stenosis in the lower bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2024. During the procedure, the physician used the advancer to push the bile duct stent to the lesion site for deployment. However, the guide catheter fractured. The fractured delivery system was subsequently removed with forceps, and another naviflex rx delivery system was used to successfully complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.